Event description:
It was reported that the patient's blood glucose level (bg) rose to 350 mg/dl while wearing the pod between 5 and 24 hours. Multiple attempts were made to correct their bgs; however, these attempts were unsuccessful. It was also reported by the patient that although the pink slide moved forward and cannula inserted, upon removal the cannula could not be seen indicating a needle mechanism failure. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.